Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned but x-rays were provided and reviewed as part of this investigation. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for mobi- c implant for the failure of migration resulting in migration. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with neck pain, headaches, and bilateral arm numbness approximately one year post-operatively. Images were taken which showed that the implant's inferior endplate and core dislodged and migrated well beyond the posterior border of the patient's vertebral body and into the foramen/spinal canal. A revision surgery was performed to safely remove the implant and replace with an acdf.

Event description:
It was reported that a mobi-c patient presented with neck pain, headaches, and bilateral arm numbness approximately one year post-operatively. Images were taken which showed that the implant's inferior endplate and core dislodged and migrated well beyond the posterior border of the patient's vertebral body and into the foramen/spinal canal. A revision surgery was performed to safely remove the implant and replace with an acdf.

Manufacturer narrative:
H6: additional patient codes: 4526, 2434, 2432, 1979. Additional information in g2 and h6: patient and impact codes. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with neck pain, headaches, and bilateral arm numbness approximately one year post-operatively. Images were taken which showed that the implant's inferior endplate and core dislodged and migrated well beyond the posterior border of the patient's vertebral body and into the foramen/spinal canal. A revision surgery was performed to safely remove the implant and replace with an acdf.